Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor connection. The customer states they received lost sensor alarms. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 473mg/dl. The customer declined to troubleshoot for the highs and states they brought them down. Troubleshoot for the sensor was conducted. The customer was advised the sensor would be replaced and returned for analysis.